Event description:
According to the reporter: this study aims to evaluate the quality of prone elaper surgery with permacol repair of the perineum. The primary end point studied was the rate of primary perineal wound healing. All operations were performed at (B)(6). Consecutive patients with resectable adenocarcinoma of the rectum within 5 cm of the anal verge inappropriate for a restorative procedure were deemed suitable for elaper. Between 2006 and 2012, 48 patients had prone elaper with median age of (B)(6) ((B)(4)). No perineal wound herniae have been identified during follow-up. There were no intraoperative complications. All pelvic floor reconstructions were performed with permacol-porcine collagen implants. One patient suffered an abdominal wound dehiscence needing resuturing. A further patient required surgery for colostomy prolapse. One patient was readmitted and found to have left ureteric injury that required subsequent reimplantation. One patient suffered with posterior vaginal pain presume due to the biological implant, with no abnormalities found radiologically or at examination under anaesthesia. Other complications included erectile dysfunction, transient urinary incontinence and urinary retention. This complaint is for the patient suffered with vaginal pain.

Manufacturer narrative:
(B)(4).